Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient's daughter did not report any injury or medical intervention.